Manufacturer narrative:
Seven 138104 returned unopened in original packaging. The lot number of the devices, 201909091 was verified. A visual inspection found open holes in the seal of four out of seven devices. Two out of the three remaining devices were encroaching into the seal in the packaging. The seal of the last device was not sealed completely, leaving a small gap in the heat seal. The three devices without open holes were dye leak tested which indicated all three had insufficient heat seals. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 236 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.